Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type: accessory product ID tm90t0 lot# serial# unknown. Product type: accessory. Product ID a820; serial# unknown implanted: explanted: product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that  patent stated it was taking multiple times to get a bolus. Patient stated this has been an issue over the last 3-4 months but  has progressively gotten worse. Patient stated they are seeing tutorial and then seeing no pump found multiple times because they can't get a bolus. Troubleshooting was unable to be performed patient did not want to troubleshoot and 5 mins before they called in they successfully got a bolus. An email was sent to the repair department. No symptoms reported. Additional information was received from the patient who reported that they received the new communicator but were getting same result with the "no device found" and 'no pump found'. They confirmed the bluetooth light was solid blue and communicator was not plugged in when attempting communication. They confirmed they held the communicator horizontally on lower part of pump hovered above skin. They stated the progress paused at 91% when connecting; patient services reviewed this was normal. The patient stated that when unlocked, the screen used to go right to deliver bolus screen but now they had to launch ptm app; patient services reviewed general theory/use of equipment. The patient stated they thought the solid blue light on communicator meant handset was connected to pump. They asked if a new handset would work; patient services reviewed and redirected to a healthcare provider for further assessment. Additional information was received from the patient who reported that the new communicator was not helping/has gotten worse. They were allowed 12 boluses a day and could only get 1 yesterday because they were still seeing no device found. Patient services had them attempt a bolus on the call and they were able to get a bolus just fine.